Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the self-adhesive of the infusion set was wet with insulin resulting in elevated blood glucose levels. This occurred on multiple occasions throughout the last month with this batch of infusion sets.